Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while attempting to inflate the balloon in the distal bile duct, it was found to be leaking from the tail end. A new balloon was used to complete the procedure, and there were no injuries or additional procedures. No pieces of the device were left in the patient.